Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system displayed as an unknown device after the upgrade to version 1.11, and the device was upgraded successfully but was not communicating with the new application server. A technical support specialist (tss) connected to the station to investigate the device assignment error observed during synchronization. The tss verified that the station had been reimaged recently and confirmed with a support engineer that no station name changes had occurred. The tss accessed the server to review device assignment details and identified a mismatch between the computer name recorded in the server database and the station configuration. The tss updated the computer name in the station configuration and the windows device settings, performed a full synchronization, and confirmed that synchronization completed successfully after the update. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the ambm device displayed as an unknown device following an upgrade to software version 1.11 and did not communicate with the new application server. Data synchronization failed and attempted to perform a manual sync using both ip address and fqdn were unsuccessful. An error message stating ¿device ambm is already assigned to a different computer¿ was displayed. Data synchronization services on the server were verified as running. A network connectivity check was performed, and ping attempts from the device to the server ip address failed. There were no delay or adverse events or injuries reported based on this event.